Event description:
It was reported the device was used during a knee arthroscopy. The device would engage the skin and the staple deploy but not disengage from the stapler. There was no consequence to the patient.